Event description:
It was reported that this patient presented to the emergency room (ER) over the weekend after seeing a red flashing light on their remote monitoring communicator while at home. A review of data from the patients implanted pacemaker device indicated there was a high out of range pace impedance measurement greater than 2000 ohms on the right ventricular (rv) channel which triggered a lead safety switch (lss). As a result, the device automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. The rv lead is not a boston scientific product. In response, the device was programmed to a rv lead unipolar pacing and bipolar sensing configuration and the autocapture feature was programmed on. The products remain in-service. There were no patient symptoms or adverse patient effects reported.

Event description:
It was reported that this patient presented to the emergency room (ER) over the weekend after seeing a red flashing light on their remote monitoring communicator while at home. A review of data from the patients implanted pacemaker device indicated there was a high out of range pace impedance measurement greater than 2000 ohms on the right ventricular (rv) channel which triggered a lead safety switch (lss). As a result, the device automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. The rv lead is not a boston scientific product. In response, the device was programmed to a rv lead unipolar pacing and bipolar sensing configuration and the autocapture feature was programmed on. The products remain in-service. There were no patient symptoms or adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.